Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. It was noted there was blood in/on helix/lobe mechanism.

Event description:
It was reported that there were difficulties positioning the lead during the attempted implant. The lead had high pacing threshold and high impedance values. The lead was removed and replaced with a new lead. No patient complications were reported as a result of this event.